Event description:
Caller reported an issue with incorrect time settings on the pump, impacting configurations for personal profile and biq/ciq settings. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Customer was assisted with updating the pump time and advised to monitor the situation, with understanding and acknowledgment of guidance if the time discrepancy persisted beyond five minutes.